Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance has increased gradually over time. Technical services (ts) noted potential causes and advised following actions. The lead remains in use. No adverse patient effects were reported.